Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was scheduled for placement of a long term dialysis catheter via the right internal jugular vein using the hemostar. Upon opening the catheter package, a large amount of unidentified fluid was observed on the tear off sheath. Due to concerns about potential infection, the device was not used. Subsequently, three additional catheter packages were opened, and the same issue of unidentified fluid on the tear off sheath was observed in each case; therefore, none of the devices were used. There was no patient contact.